Manufacturer narrative:
"Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time."

Event description:
It was reported that 2 syringe 0.3ml 31ga 8mm half unit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that two syringes pulled apart from the needle base. Verbatim: doctor had 2 of the bd insulin syringes that we normally order pull apart from the needle base when he removed the cap just now! He wants the box replaced please!"